Manufacturer narrative:
The doctor suctioned the crown off immediately. The patient returned on (B)(6) 2013 and a new impression was taken. A new crown was made and the patient returned on (B)(6) 2013 for final cementation; the crown was cemented, without further incident. To date, the patient is doing fine. A visual test and gel set time test were performed on the retained product. It was confirmed that the product did not meet polymerization specifications. This lot # 4720553 has been identified as an affected lot which is part of an ongoing maxcem elite recall.

Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a patient's crown on tooth #15, causing the crown to be incorrectly positioned.